Event description:
It was reported that the devices were used during an unk procedure. The devices were ejecting clips. Another device was used to complete the case. There was no consequence to the pt.